Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused liver and gallbladder problems, eye burning, bronchitis and chest pain. The patient did receive medical intervention and reported to have seen a physician. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged to experience liver and gall bladder problems, eye burning, bronchitis, chest pain, bruising on breast, a lot of gas pains and strange odor from the device. There was no medical intervention required by the patient. The reported events of liver and gall bladder problems, eye burning, bronchitis, chest pain, bruising on breast, a lot of gas pains and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- clinical code was corrected. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.